Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. As reported, following a cesarean delivery, a 'bakri tamponade balloon catheter' was used for treatment of postpartum hemorrhage (pph). The balloon was placed into the patient using oval-shaped forceps without teeth and inflated with 200ml of liquid, a little resistance was noted. The fluid continued to be injected when a pink fluid was noted flowing out of the vagina leading to removal of the balloon at which time, a pinpoint leak was identified on the balloon. The user replaced the device to complete the procedure and hemostasis was achieved. The initial process using the complaint device took nearly 15 minutes, causing a delay in hemostasis. The patient lost about 450 ml of blood before the device failure, and an additional 50 ml of blood after device failure. Total bleeding reported was 500 ml. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was discarded on site and was not available for return; therefore, no functional testing or visual inspections could be performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances related to the reported complaint. A complaint history database search showed two other related complaints associated with the failure mode for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 (telephone):(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, following a cesarean delivery, a 'bakri tamponade balloon catheter' was used for treatment of postpartum hemorrhage (pph). The balloon was placed into the patient using oval-shaped forceps without teeth and inflated with 200ml of liquid, a little resistance was noted. The fluid continued to be injected when a pink fluid was noted flowing out of the vagina leading to removal of the balloon at which time, a pinpoint leak was identified on the balloon. The user replaced the device to complete the procedure and hemostasis was achieved. The initial process using the complaint device took nearly 15 minutes, causing a delay in hemostasis. The patient lost about 450 ml of blood before the device failure, and an additional 50 ml of blood after device failure. Total bleeding reported was 500 ml. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.